Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer pump was damaged. The customer¿s blood glucose level was 377 mg/dl. The customer reported that they had damage on the lip of the reservoir compartment. The customer reported that they were able to able to lock the reservoir in place when inserted into pump, but with the help of tape. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address or serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.